Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.50 diopter was implanted into the patients left eye (os) on (B)(6) 2023 as a replacement lens to correct low vault but it did not resolve the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2023-03238 for claim against the initial lens.

Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).